Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pyxis in critical override mode and was not connecting for patient information. A technical support specialist (tss) dialed into the server and ran downtime query. Disconnected flag returned as 1, with interface last heartbeat showing a 2 hour delay. Restarted bd data synchronization service 1.0, but rerunning the query still showed disconnected flag at 1. Attempted to run interface services utility package, which failed and was unable to restart. Checked hsv and confirmed epic adt was down. Additionally, tss after further checking seems like need to escalate this issue to our interface team, there could be a problem with the cce communication. Tss restarted the services and still stuck on disconnected flag 1 with last heartbeat cce delay 2 hours, and unable to run interface services utility cce, package kept on failed. The tss checked the cce and noticed it was freezing. I had reset the cce, and messages have now started draining from the queue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all machines were in critical override mode and were not connecting to any patient information. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.